Event description:
Reporter noted the reusable cassette mechanism was cutting into the tubing and causing micro-punctures, leaks, reducing the vacuum, and possibly causing contamination. Later noticed cases of post-op endophthalmitis. One eye was ultimately lost.